Event description:
A case was initially received via regulatory authority ((B)(6)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("waiting for a second surgery in order to remove remnants") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 5 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("after essure removal there were still remnants left"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very abundant menstrual periods"), abdominal pain ("chronic abdominal pain"), arthralgia ("joints pain"), abdominal distension ("abdomen swelling"), peripheral swelling ("legs swelling"), breast pain ("breast pain"), allergy to metals ("allergic reaction to nickel"), headache ("headaches"), dysmenorrhoea ("painful menstrual periods"), metrorrhagia ("bleeding between menstrual periods"), coital bleeding ("postcoital spotting"), fatigue ("chronic tiredness"), asthenia ("weakness"), alopecia ("hair loss"), thyroid disorder ("thyroids alterations"), tachycardia ("tachycardia") and anxiety ("anxiety"). The patient was treated with surgery (essure removal) and surgery (second intervention pending to remove remnants). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, arthralgia, abdominal distension, peripheral swelling, breast pain, allergy to metals, headache, dysmenorrhoea, metrorrhagia, coital bleeding, fatigue, asthenia, alopecia, thyroid disorder, tachycardia and anxiety outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, breast pain, coital bleeding, complication of device removal, device breakage, dysmenorrhoea, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, peripheral swelling, tachycardia and thyroid disorder to be related to essure. The reporter commented: the patient commented that essure was removed on (B)(6) 2017, however she is waiting for a second surgery in order to remove remnants. She referred as secondary effects: abdominal-pelvic chronic pain, joints pain, abdomen and legs swelling, breasts pain, allergic reaction to nickel, headaches, very abundant and painful menstrual periods, bleeding between menstrual periods, post coital spotting, chronic tiredness, weakness, hair loss, thyroids alterations, tachycardia and anxiety. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-jul-2018 for the following meddra pts (excluding this case): pelvic pain: 11709 cases were identified. Device breakage: 2726 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on 23-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device breakage ("waiting for a second surgery in order to remove remnants") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 5 years 2 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("after essure removal there were still remnants left"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very abundant menstrual periods"), metrorrhagia ("bleeding between menstrual periods"), abdominal pain ("chronic abdominal pain"), abdominal distension ("abdomen swelling"), allergy to metals ("allergic reaction to nickel"), coital bleeding ("postcoital spotting"), headache ("headaches"), dysmenorrhoea ("painful menstrual periods"), arthralgia ("joints pain"), peripheral swelling ("legs swelling"), breast pain ("breast pain"), fatigue ("chronic tiredness"), asthenia ("weakness"), alopecia ("hair loss"), thyroid disorder ("thyroids alterations"), tachycardia ("tachycardia") and anxiety ("anxiety"). The patient was treated with surgery (essure removal) and surgery (second intervention pending to remove remnants). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, abdominal pain, abdominal distension, allergy to metals, coital bleeding, headache, dysmenorrhoea, arthralgia, peripheral swelling, breast pain, fatigue, asthenia, alopecia, thyroid disorder, tachycardia and anxiety outcome was unknown and the device breakage and complication of device removal had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, breast pain, coital bleeding, complication of device removal, device breakage, dysmenorrhoea, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, peripheral swelling, tachycardia and thyroid disorder to be related to essure. The reporter commented: the patient commented that essure was removed on 27(B)(6) 2017, however she is waiting for a second surgery in order to remove remnants. She referred as secondary effects: abdominal-pelvic chronic pain, joints pain, abdomen and legs swelling, breasts pain, allergic reaction to nickel, headaches, very abundant and painful menstrual periods, bleeding between menstrual periods, post coital spotting, chronic tiredness, weakness, hair loss, thyroids alterations, tachycardia and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.